Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the drive support cap on the insulin pump is fine and recessed. Customer stated that she just noticed a crack on the pump. Customer stated that her blood glucose is currently 280 mg/dl. Customer stated that she had surgery on her rotator cuff last week, which caused her blood glucose to be high. Customer reported that she treated with the pump and has not received medical attention. Customer stated that she fell once due to a low blood glucose level on (B)(6). Customer treated with fun fruits. Customer did not get medical attention. Customer declined troubleshooting. Customer was hospitalized a few years ago in the summer of 2012 or 2013. Customer was drinking and had dka. Customer stated that she was wearing the pump at the time. Customer stated that she called the emergency medical services 10 years ago for the same issue and she was on the pump as well. Customer was advised to discontinue use of the pump and revert to a back-up plan.